Event description:
The customer called to report that the insulin pump is "worn out" and is making a grinding noise. The customer's hcp suggested calling in to have it replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/flush drive support disk. Unable to perform the basic occlusion, occlusion, no delivery or dva tests due to the prime anomaly. Unexpected motor noise was noted during the rewind. No blank displays were noted. The insulin pump did have a scratched lcd window.